Event description:
The ede 1010p electrode was applied to a patient and they were unable to deliver a shock. The defibrillation unit gave a "check electrode" message, which at that point, they removed the electrodes and replaced them with a fastpatch o.e.m. Type. The replacement electrodes worked ok. The patient subsequently died despite these efforts. However, the distributor contact person could not say that the delay in replacing the electrodes was the reason for the death. The patient may have died anyway. This was reported to be an isolated incident. When the end user paramedic was asked if the delay in changing electrodes contributed to the patient's death. The responce was "the patient had no pulse, but the heart was still beating. There was electrical activity, but no pulse."